Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as abrasions. The patient¿s physician prescribed zinc oxide for the abrasions. Follow up indicated that the skin irritation improved. The outcome of the irritation is unknown as follow up attempts were unsuccessful.